Event description:
The following information was provided: this pi is for the revision of a primary knee due to infection. In providing information for a revision of the patient's left knee in 2026, rep provided usage sheets from a 2023 primary knee, and a 2024 revision. The 2024 revision was a second-stage revision of a competitor construct due to infection. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat # device name lot# 5552-l-320; tritanium patella-asymmetric; r3hj1 5517f401; triathlon p/a cr beaded #4l; rs29p 5536b500; tritanium bplate triathlon s5; ctd87949. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.